Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's implantable cardiac monitor was reporting false atrial fibrillation episodes. These episodes come from premature ventricle and atrial contractions that were sensed by the device. Reprogramming was discussed but no changes were reported. The patient was stable.